Event description:
It was reported that this lead was not successfully implanted at the left bundle branch due to the helix would not retract after 30 turns and placement three times. Technical services (ts) consultant recommended to scrap the lead and replace. A new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted at the left bundle branch due to the helix would not retract after 30 turns and placement three times. Technical services (ts) consultant recommended to scrap the lead and replace. A new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm helix difficulty and difficult-to-position allegations based on a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. The tissue indicates that there was some issue with placement during implant. Further, known inherent risk was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.